Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) system visited the emergency room (ER) due to dizziness symptoms. The crt-p was interrogated and found to exhibit high out of range pacing impedances on the left ventricular (lv) lead channel. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts was able to confirm a steep increase in pacing impedances to greater than 2000 ohms. Ts also noted that the high out of range impedances triggered a lead safety switch (lss). At this time, the crt-p and lv lead remain in service. No additional adverse patient effects were reported. Additional information was received from the field representative that stated that the device was interrogated, and the crt-p and lv lead were confirmed to be working as programmed, and that it was due to lack of education about the product that led to a misinformation that had the patient panicked. The field representative reported educating the hcp and the patient further about the product. No adverse patient effects were reported. The crt-p device and lv lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the <<description>> for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) system visited the emergency room (ER) due to dizziness symptoms. The crt-p was interrogated and found to exhibit high out of range pacing impedances on the left ventricular (lv) lead channel. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts was able to confirm a steep increase in pacing impedances to greater than 2000 ohms. Ts also noted that the high out of range impedances triggered a lead safety switch (lss). At this time, the crt-p and lv lead remain in service. No additional adverse patient effects were reported. Additional information was received from the field representative that stated that the device was interrogated, and the crt-p and lv lead were confirmed to be working as programmed, and that it was due to lack of education about the product that led to a misinformation that had the patient panicked. The field representative reported educating the hcp and the patient further about the product. No adverse patient effects were reported. The crt-p device and lv lead remain in service.

Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) system visited the emergency room (ER) due to dizziness symptoms. The crt-p was interrogated and found to exhibit high out of range pacing impedances on the left ventricular (lv) lead channel. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts was able to confirm a steep increase in pacing impedances to greater than 2000 ohms. Ts also noted that the high out of range impedances triggered a lead safety switch (lss). At this time, the crt-p and lv lead remain in service. No additional adverse patient effects were reported.